Event description:
The patient was revised due to poly wear and complaining of pain.

Manufacturer narrative:
The patient was revised due to poly wear and complaining of pain. Doi: (B)(6) 2007 dor: (B)(6) 2011 (left hip). Examination of the returned device finds that there has been a material fracture near the rim of the liner. The evidence suggests the liner was edge loaded and therefore extra and unintended pressures were placed on the material. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records indicate that the liner was fractured. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The returned device was previously examined with a member of the depuy engineering team. Examination of the returned (B)(4) pinnacle liner lot bb2ae1 finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference. The evidence indicates that post fracture of the rim the liner then disassociated from the acetabular cup. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The fracture line begins just superior of the center point of the 10 degree angle feature of the liner. The polyethylene material is well burnished in the area of fracture and immediately below. This would be from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately four years implanted, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. It is suspected that the acetabular cup may be positioned more vertically than recommended by surgical technique contributing to edge loading of the liner. Malpositioning can adversely affect loading of the bearing and increases pressures placed on the material. Per the reporting, patient x-rays are not available for examination. Previous review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and metallosis.